Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedance measurements have fluctuated over the last several months. Boston scientific technical services (ts) recommended performing a commanded shock to test the impedance of the delivered energy. The physician will continue to monitor the patient and system. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received and this ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.